Event description:
It was reported that during the implant procedure, the mobile programmer's pacing system analyser (psa) lost connection with the mob ile programmer application for approximately 15-40 seconds after which the mobile programmer application reconnected spontaneously. It was noted that to ensure pacing remained available during the implant and the atrioventricular nodal (avn) ablation, troubleshooting steps were taken to swap out to an alternative programmer which resolved the issue. It was further noted that the mobile programmer base power adaptor connection was considered insecure. Additionally, the host tablet was soft reset to clear the cache and the mobile programmer application was restarted daily prior to the session. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.2.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.